Event description:
Per the clinic, the patient experienced pain at the implant site and was treated with oral steroids for a duration of five days (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 14, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached. This report is submitted on (B)(6), 2023.